Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, type of investigation).

Event description:
It was learned through implant patient registry and investigation that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 2 months due severe stenosis. The explanted device was replaced with a 25mm 11500a aortic valve. Per medical records, the patient presented with shortness of breath. The patient underwent a re-do avr with 25mm 11500a valve, ascending aorta hemiarch replacement with a 30mm gelweave graft and a tv repair with a 32mm 4900 tricuspid ring. Post-operative tee showed findings of ef normal and valves with no significant abnormality. The patient was discharged to home on pod#5. Per pathology report, the explanted bioprosthetic valve no calcifications or vegetations are identified on the valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, device code(s), type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code).

Event description:
It was learned through implant patient registry and investigation that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 2 months due to stenosis. The patient presented with shortness of breath. The explanted device was replaced with a 25mm 11500a aortic valve. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 2 months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.